Event description:
It was reported during a colon resection the surgeon fired the tlh90 and staples did not form. The surgeon fired the same tlh90 with a new reload and staples did not form. The second tlh90 was fired into paper material and the staples did not form. There was no reported consequence to the patient. The hospital will not release the staplers. Surgeon handsewed anastamosis.